Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery cap was damaged. Customer reported of having high blood glucose while at the healthcare professional's office of 600 mg/dl and was treated with manual injection. Customer was advised that battery cap would be replaced.